Manufacturer narrative:
Inflammation. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a pt underwent a sling procedure in 2009. The pt experienced inflamed suture site. The pt was given an over the counter cream for the suture site and now is much improved.